Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Customer took no actions in treating the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.